Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant procedure the patient experienced pocket infection. The patient was treated by intubation and pharmacologically. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and later replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.